Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that insulin drips were not observed to be dripping out of the cartridge tubing during the load fill tubing sequence. Reportedly, the issue occurred multiple times. Cartridge changes were performed resolving the issues. Customer's blood glucose level ranged between 150-180 mg/dl.